Event description:
On (B)(6) 2007, I underwent a left total hip arthroplasty. I received the depuy-kori #12 standard offset ha-coated stem; 60 ha-coated sector cup; and 40 mm diameter metal-metal interface with +5 mm neck length. Soon after surgery, I began experiencing pain and difficulty with the implant. Since the implantation of the device, I have experienced severe pain, discomfort and inflammation in the left thigh and left hip area. I also experience extreme discomfort when sitting, walking or standing for periods of time. Dates of use: (B)(6) 2007 - present. Diagnosis or reason for use: left hip osteoarthritis.